Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered the following on account of his asr left hip implant: constant hip pain; groin and back pain; radiating pain down his left leg into his foot; difficulty walking, including walking with a limp. Litigation further alleges that the patient has difficulty sitting in a car, sleeping on his left side, and performing duties in his job. Update rec¿d 8/13/2014 - medical records received. Patient revised to address metal debris-induced osteolysis and synovitis. Upon revision, granuloma in the capsule, a granuloma filled cyst involving the greater trochanter, corrosion on the titanium trunnion, and no evidence of bony ingrowth on the back of the acetabular cup were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 09/03/2014.

Event description:
Update rec¿d 11/24/2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. Part/lot information was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/23/2014.